Event description:
It was reported that pump displayed malfunction code 9, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump with assistance, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction code appeared again.